Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. D4: batch # 921c66. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 921c66, and no non-conformance's were identified.

Event description:
It was reported that during laparoscopic lobectomy, the stapler does not staple and cut twice when the trigger is activated, the reload is changed and it does not work either, so the device had to be replaced with a new one to be able to continue with the surgery. No delay in the procedure was reported and completed successfully. No patient consequences were reported.